Manufacturer narrative:
This supplemental is being submitted for a correction to the device codes for the controller. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller was returned for evaluation. One battery was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an investigation conducted under CAPA (B)(4). The root cause of the hairline crack(s) was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Even though this CAPA is closed, controller falls within the bounds of this CAPA. Functional testing revealed that the no power alarm only sounded for about one (1) second when both the power sources are disconnected and the controller exhibited a controller fault alarm due to an issue with the internal battery. The nickel- metal hydride (nimh) battery powers the no power alarm. Internal inspection revealed that the internal nimh battery was swollen. After replacing the internal battery the controller performed as intended. Analysis of the alarm log file revealed one controller fault alarms were logged on (B)(6) 2020 at 02:45:35, indicating an issue with internal battery. In addition, log files revealed that the controller was in use for more than 2 years. Log file analysis revealed a controller power up event on (B)(6) 2020 at 02:09:10. The data point prior to the loss of power revealed that a power adapter was connected to power port one and bat808430 was connected to power port two (2) with 97% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one and battery was connected to power port two. No anomalies were observed prior to the loss of power. The controller was without power for 12 seconds. Review of the data log file revealed an instance involving battery where the battery's relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. As a result, the reported events were confirmed. There is no evidence of lubrication servicing on the reported battery. The most li kely root cause of the reported controller fault alarm can be attributed to a reduced charge capacity of the internal nimh battery. CAPA (B)(4) was opened to investigate controller 2.0 with faulty internal batteries. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is being submitted for completed analysis and investigation. Product event summary: the controller and battery were not returned for evaluation. Log file analysis revealed a controller power up event on 17/aug/2020 at 02:09:10. The data point prior to the loss of power revealed that a power adapter was connected to power port one (1) and the battery was connected to power port two (2) with 97% relative state of charge (rsoc). The data point recorded after the loss of power revealed that a power adapter was connected to power port one (1) and the battery was connected to power port two (2). No anomalies were observed prior to the loss of power. The controller was without power for 12 seconds. Analysis of the alarm log file revealed a controller fault alarm was logged on 17/aug/2020 at 02:45:35, indicating an internal battery fault. Review of the data log file revealed an instance involving the battery where its relative state of charge (rsoc) value was logged between 101-201, which is indicative of a communication error. As a result, the reported events were confirmed. There is no evidence of lubrication servicing on the re ported battery. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a faulty internal battery and/or a faulty internal battery charger integrated circuit. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Possible root causes of the communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional products: heartware ventricular assist system battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2019 / serial or lot#: (B)(4), UDI #: (B)(4). Device available for evaluation:no. Device evaluated by MFR no, device evaluation anticipated, but not yet begun. Mfg date: 31-dec-2018. Labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited a controller fault alarm associated with a depleted internal battery. There was also an unexpected loss of power to the controller and a battery exhibited a communication error. The controller was exchanged and the battery remains in use. No patient complications have been reported as a result of this event.